Manufacturer narrative:
Additional information is not yet available for this event. The device is not available for evaluation; as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device grey connector was broken. There is no reported harm to any customer.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Event took place during reprocessing. The staff is trained and experienced in the use of the device.

Manufacturer narrative:
The device is not available for evaluation. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. There is no available repair history for this device. It is likely that the connecting tube was unable to be connected as connector loosened and came apart. The cause of the loosened connector could be that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements that can detect the issue: chapter 3. Inspection before use 3.3 inspecting the connectors: check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.